Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room with high blood glucose of 619mg/dl. It was stated that the customer started back on the insulin pump, but his glucose level continued running high after delivering a bolus. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime and the insulin did exit. The time, date, basal rates, and bolus wizard were correct. The customer called back and stated that the doctor removed the infusion set until they can get the customer's glucose level down. No further information was provided.